Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 600 mg/dl on (B)(6) 2018 at 2:00 pm. Customer also reported motor error alarm. Customer declined troubleshooting high blood glucose reading. Insulin pump will be returning for analysis.